Event description:
Customer stated that it appears the device has connector pins that are doscolored and blackened. No smoking, and no reports of injury. A request was made for the return of the suspect device and replacement product was sent.